Event description:
A balloon ruptured during a renal angioplasty procedure of an extremely calcified lesion. Another balloon catheter was used to successfully complete the procedure without patient complications. No further details are available from the user facility. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which as been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an extremely calcified lesion which co believes contributed to this event and does not attribute it to the device. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."